Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 10mg/ml morphine at 5.352mg/day and 10mg/ml bupivacaine at 5.352mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the pump was alarming due to a motor stall. The pump was to be replaced on (B)(6) 2018, and it was reported that the issue was not resolved at the time of the report. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.